Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had received an implantable cardioverter-defibrillator (ICD) generator change the morning of (B)(6) 2026. The patient also experienced multiple low flow alarms, presumably due to dehydration. The patient had a history of low flow alarms every morning, which the cardiologist was aware of. The cardiologist did not make any medication adjustments due to other clinical factors. Lastly, the patient had backup battery fault, (B)(4) which was the third occurrence since the fall 2025. Initially, the 11-volt battery was reseated; after the second occurrence the battery was replaced on (B)(6) 2026. With this third occurrence, the primary system controller was planned to be replaced. Log files were sent for review. The event log file confirmed the reported backup battery faults and low flow hazard events. The emergency backup battery (ebb) was failing the internal load test. Additional information was received on 03feb2026 confirming the ebb faults resolved after a system controller exchange and was planned to be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review and data associated with the reported event was observed from 27jan2026-29jan2026. The log files captured backup battery fault alarm due to the backup battery not passing the load test. The onset of the alarm was not captured, so the exact reason the backup battery did not pass its load test could not be determined. The alarms did not prevent the system controller from supporting the system as intended. No other notable events or alarms were observed in the log file. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The backup battery load test was initiated during testing, and a fault was not reproduced. The root cause of the reported alarm could not be conclusively determined through this analysis. A corrective and preventive action was initiated to further address backup battery fault alarms. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.